Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: lot 2107109 is the subject of 2 reports for different particles, 1 red and 1 black, much larger.

Manufacturer narrative:
H.6. Investigation: one photo received for investigation, upon visual inspection of the picture sent for investigation it can be observed one brownish particle in the syringe. It cannot be differentiated correctly if the particle is loose or embedded in the wall of the syringe. Attending to the color of the particle shown, the origin of it can be related to burnt contamination embedded in the barrel of the syringe. A foreign particle exposed to the temperatures that polypropylene reaches during molding process may burn, leading to a brown burnt particle. A device history review was performed for reported lot 2107109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Although no issues were identified and manufacturing records, established that all production and quality processes were carried out normally, we can confirm that the root cause of the alleged defect is related with molding process.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: lot 2107109 is the subject of 2 reports for different particles, 1 red and 1 black, much larger.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: lot 2107109 is the subject of 2 reports for different particles, 1 red and 1 black, much larger.

Manufacturer narrative:
H.6. Investigation: one photo received for investigation, upon visual inspection of the picture sent for investigation it can be observed one brownish particle in the syringe. It cannot be differentiated correctly if the particle is loose or embedded in the wall of the syringe. Attending to the color of the particle shown, the origin of it can be related to burnt contamination embedded in the barrel of the syringe. A foreign particle exposed to the temperatures that polypropylene reaches during molding process may burn, leading to a brown burnt particle. A device history review was performed for reported lot 2107109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. H3 other text : see h.10.